Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery with a prostyle device using the pre-close technique via a 6f sheath hole prior to an interventional ventricular tachycardia (vt) procedure. Reportedly, a suture break occurred at step 3, and the knot and loop were found to be loose upon removal. The suture of a new prostyle device was successfully pre-placed. The sheath was upsized to an 8.5f sheath and the vt procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported suture separation could not be confirmed due to device components not being returned. However, a needle to cuff miss was observed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.